Manufacturer narrative:
(B)(4). This event is currently under investigation.

Event description:
This (B)(6)-yr-old male patient in the spiral-z post-market registry ((B)(4)) was noted to have claudication (lower limb or buttock) 271 days post procedure (procedure date (B)(6) 2014). The patient was being treated for a 51 mm aortic aneurysm. The proximal neck had a parallel shape with no plaque/thrombus. The right iliac artery had mild occlusive disease and mild calcification and mild tortuosity. The left iliac artery had mild occlusive disease, mild calcification, and moderate tortuosity. The patient received a cook main body device (tffb-28-96), a left iliac leg device (zsle-16-90), a right iliac leg device (zsle-16-74). There was no difficulty deploying any of the devices. A molding balloon was used but no details were provided regarding its use. No additional devices were used and no additional procedures were performed. At the conclusion of the procedure, the devices were patent with no external compression, flow limiting kinks, or thrombus. A type ii endoleak was noted. On (B)(6) 2014, the patient was seen in follow-up. There was no change in the diameter of the aneurysm. Devices were patent with no external compression, flow limiting kinks, thrombus, or migration, or endoleaks. On (B)(6) 2015, the patient was seen in follow-up. There was no change in the diameter of the aneurysm. Devices were patent with no external compression, flow limiting kinks, thrombus, or migration, or endoleaks. On the same day the patient was noted to have claudication (lower limb or buttock). No additional information regarding outcome or treatment has been reported. No additional follow-up visits or events have been reported.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of complaint history, instructions for use (IFU), and trends was conducted during the investigation. The device is shipped with an IFU that describes the intended use contraindications, warnings and precautions, and the correct deployment procedure. The IFU indicates claudication (e.g. Buttock, lower limb) as a potential adverse event. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The following facts were considered related to a root cause: no additional devices were used and no additional procedures were performed. At the conclusion of the procedure, the devices were patent with no external compression, flow-limiting kinks, or thrombus. Event occurred 271 post-procedure and no additional follow-up visits or events have been reported afterwards. Device or images were not provided to perform additional evaluation. Event is listed in the IFU as a potential adverse event. With the available information, it is feasible to suggest that the mostly likely cause of the event were anatomical changes over time. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.

Event description:
This (B)(6) male patient in the (B)(6) was noted to have claudication (lower limb or buttock) 271 days post procedure (procedure date (B)(6) 2014). The patient was being treated for a 51 mm aortic aneurysm. The proximal neck had a parallel shape with no plaque/thrombus. The right iliac artery had mild occlusive disease and mild calcification and mild tortuosity. The left iliac artery had mild occlusive disease, mild calcification, and moderate tortuosity. The patient received a cook main body device, a left iliac leg device, a right iliac leg device. There was no difficulty deploying any of the devices. A molding balloon was used but no details were provided regarding its use. No additional devices were used and no additional procedures were performed. At the conclusion of the procedure, the devices were patent with no external compression, flow limiting kinks, or thrombus. A type ii endoleak was noted. On (B)(6) 2014, the patient was seen in follow-up. There was no change in the diameter of the aneurysm. Devices were patent with no external compression, flow limiting kinks, thrombus, or migration, or endoleaks. On (B)(6) 2015, the patient was seen in follow-up. There was no change in the diameter of the aneurysm. Devices were patent with no external compression, flow limiting kinks, thrombus, or migration, or endoleaks. On the same day the patient was noted to have claudication (lower limb or buttock). No additional information regarding outcome or treatment has been reported. No additional follow-up visits or events have been reported.